Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found water flow issues, worn rubber glue, cracked light guide lens, damaged bending tube and a worn distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii colonovideoscope had air/ water flow issues. The issue was found during unknown procedure. Inspection and testing of the returned device found a clogged nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as white fiber that was clogged in the nozzle - however, the fiber in the nozzle was unable to be further specified. Moreover, no physical damage of the nozzle was observed, nor was there any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested event by handling the device in accordance with the following instructions for use (IFU): ·inspection of the air-feeding function ·inspection of the objective lens cleaning function olympus will continue to monitor field performance for this device.